Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support (cts) in attempting to load a new cartridge but faced the same issue again. Consequently, cts arranged to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it.